Manufacturer narrative:
Per the physicians, it is likely that the oad limited flow to the lad, which also affected the rca territory. The length of the lesion and the difficulty crossing the distal lesion led to longer treatment time that eventually resulted in severe bradycardia and hemodynamic compromise. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® coronary orbital atherectomy system instructions for use states that slow flow and hypotension are possible adverse events which can occur with use of the system. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use via right common femoral artery in a long, calcified lesion in the left anterior descending artery (lad). The lad from ostial to mid vessel had a 3-4mm diameter and was 95+% stenotic. The right coronary artery (rca) had a chronic total occlusion and was filled with left-to-right collaterals. The left circumflex artery had been previously stented and was open. The decision was made to treat the lad with atherectomy and percutaneous transluminal coronary angioplasty with stenting. Initial atherectomy treatments in the proximal lad lesion were unremarkable. The crown of the oad could not be advanced through the most distal aspect of the lesion. After a few attempts to advance, the patient experienced bradycardia, and his blood pressure decreased. The oad was retracted into the guide catheter, and an angiogram was taken. Normal flow was present without evidence of dissection. Another attempt was made to advance the oad, which resulted in severe bradycardia and critically low blood pressure. Cardiopulmonary resuscitation was initiated while medications were given to support blood pressure and heart rate. The oad was removed. A balloon was inserted, and multiple inflations were performed. The patient's heart rate and blood pressure improved. After ballooning stents were inserted, deployed, and post-dilated. By the end of the case, the patient was stable. Final angiogram revealed timi 3 flow. At last report, the patient is recovering in the hospital.